Manufacturer narrative:
(B) (4): results: product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the dilatation catheter was returned with blood on the hub and on the shaft. There was contrast in the inflation lumen. The distal shaft had separated at the proximal seal and the separated portion was not returned. This includes the balloon and the tip. The fracture face was not jagged, but was slightly stretched for a length of 0.5 mm. The inner member had separated at the guide wire exit notch and the separated portion was not returned. There was 1mm of the separated inner member still attached at the guide wire exit notch. The guide wire exit notch was torn distally for a length of 7.5mm. There was a kink in the hypotube at the distal end of the strain relief tubing. There was no other damage noted to the catheter. The guide wire used during the procedure was not returned.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that the lesion was moderately tortuous, with moderate calcification and a 90% stenosis. Another company's stent was implanted in the left anterior descending (lad). Then, another company's guide wire was delivered through the stent struts of the deployed stent. The voyager rx balloon catheter was then advanced over the guide wire and dilated four times at 12 atm maximum. Resistance was met between the voyager rx balloon catheter and the guide wire and while removing the voyager rx balloon catheter, the shaft separated approximately 10 cm from the tip. This part of the catheter was inside (or near) the y-connector (rotating hemostatic valve connected to the guiding catheter), so the separated portion was retrieved without much effort. There were no pt effects. The distal portion was lost in the cath lab after the shaft was removed from the pt. No additional event or pt info is available.